Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of constipation peritonitis which warranted antibiotic therapy. The etiology of the peritonitis is attributed to the migration of bacteria from the bowel to the peritoneal space. Those persons undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, gastrointestinal complications, specifically constipation, occur in the vast majority of esrd patients with no identifiable cause. Based on the information available, there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s).

Event description:
A peritoneal dialysis registered nurse (pdrn for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized due to constipation and peritonitis. The peritoneal effluent fluid cultures were obtained and were positive for coagulase gram-negative staphylococcus (species not provided). The patient was reportedly treated with antibiotics; however, the drug, dose, route, duration and frequency are unknown. The cause of the peritonitis was attributed to the patient¿s constipation, and bacteria migrating through the bowel into the peritoneal space. The patient had their pd catheter removed and transitioned to hemodialysis (hd).